Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30869648l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient weighing 160 kg underwent atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. It was reported that during a left-sided atrial flutter case, a cardiac tamponade was noticed in the patient. The biosense webster inc. (Bwi) representative reported that the cardiac tamponade was discovered via intracardiac echocardiography (ice). It was reported that the cardiac tamponade was confirmed via a drop in blood pressure on the patient. The medical intervention provided to the patient was a pericardiocentesis, and about 2 liters of fluid was removed. The patient is in stable condition, and the patient is currently undergoing treatment in the operating room. The event occurred during use of the biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was pericardiocentesis and then, the patient went for an open-heart surgery. The outcome of the adverse event was improved. The patient required extended hospitalization as the patient needed to be monitored. A smartablate was not used. A transseptal puncture was performed and a brk abbott needle was used. Ablation was not performed prior to noting the CT. There was no evidence of steam pop. The event occurred after transseptal puncture procedure.